Event description:
To whom it may concern, in (B)(6) 2026, complaints were received from a patient caregiver of multiple total parenteral nutrition bags with multiple pump serial numbers running dry early during (B)(6) 2026 through (B)(6) 2026. There was no harm reported from these incidents. Four eitan sapphire pumps were returned to the pharmacy, then shipped to mckesson to download the pump data for investigation, then returned to the pharmacy. Pump s/n (B)(6) was identified for further testing, as it was the one used most during the time period in question. The patient's total parenteral nutrition is 3000 ml to be delivered at 125 ml/hr over 24 hours each day. There is an extra 200 ml of overfill. The overfill volume is to ensure that the pump does not run dry early due to small variations in accuracy. Such variations in accuracy can come from initial fill volume or from pump delivery. The accuracy of fill volume of the total parenteral nutrition bags was reviewed first. Data is based upon gravimetric checks automatically performed on a integrated/calibrated scale and recorded automatically by the pn compounding device. Bags dispensed during the time period weighed -0.57% to + 2.30 % of the theoretical formula weight. So approximately 3181 ml would be the smallest amount of total parenteral nutrition, and 3273 ml would be the largest amount of total parenteral nutrition contained within the dispensed bags. Depending on volume lost during priming, dead space in the tubing set and in the bag, there is an estimated 20 ml of un-pumpable fluid at the time a bag would run "dry" and trigger the pump alarm. Therefore, this volume can be deducted from the bag weights during the time period in question. Based on this, the sapphire pump dispensed to the patient the remaining volume which ranged from 3161 ml to 3253 ml. This represents a potential accuracy deviation of at least +5.4% to +8.4%. However, not all of the bags ran dry during this time period, and it isn't known exactly how early the bags ran dry. The sapphire pump data logs may contain more information regarding this issue. The data log was recovered by mckesson and was forwarded to eitan, along with a request for analysis or help with this accuracy issue on (B)(6)2026 and again on (B)(6)2026. There has been no response or acknowledgement of receipt as of (B)(6)2026. During the weeks of (B)(6) 2026 and (B)(6) 2026, the pump in question was evaluated by pharmacy staff by performing an accuracy test that uses the same exact pump s/n (B)(6), same tubing sets (ap204-01, ref (B)(4) sapphire infusion set), same volume and same rate as the patient's total parenteral nutrition. It was theorized that a tubing set lot variation or starting temperature of the solution might be causing accuracy issues. So, an experiment was performed where 3 test bags were run using 3 different lot numbers. Tap water was used as the pumping fluid. The source bag of 4 l water was hanging from an IV pole, 50 cm above the pump as described in the sapphire literature and was stationery, pumping into an empty stationary bag (pictures below). All three bags ran without pause and were disconnected promptly at the end of infusion to be weighed. Lot empty bag weight (e) final bag weight (f) fluid weight (f-e) % error temperature 1341.1005.15 79.5 3231.5 3152 + 5.1 % 72 f 1727.1609.15 78.0 3323.0 3245 + 8.2 % 72 f 1727.288.15 78.5 3226.5 3148 + 4.9 % 40 f at beginning of infusion. The test and above information demonstrates that volume over-delivered by the sapphire pump is consistent with the patient complaint of over-delivery.